Event description:
Reporter alleged blood glucose measured 275 mg/dl back to back with a result of 124 mg/dl performed within one minute of each other. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.